Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, this stent was deployed in the right intrahepatic bile duct slightly proximal to a non-bsc stent that had previously been placed. During the procedure after the stent was released, the push catheter and guide wire were removed and the stent was pushed back slightly towards the duodenum side. The procedure was completed without any issues. On (B)(6) 2013, the patient complained of abdominal pain after taking supper. A CT scan was performed and found out that the advanix stent migrated to the distal of papilla side and penetrated through the duodenum. The next day an operation was performed; the stent was removed and the perforated segment was sutured. At the same time, an ercp was done and an endoscopic pancreatic drainage (enpd) was deployed to prevent pancreatic fluid from leaking into the peritoneum. It was reported the patient¿s crp was high after the perforation so the patient was taken to the intensive care unit (ICU) for monitoring. According to the physician, the patient is not under dangerous conditions and is becoming better.

Manufacturer narrative:
The patient's weight was reported to be (B)(6). (B)(4) for stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, this stent was deployed in the right intrahepatic bile duct slightly proximal to a non-bsc stent that had previously been placed. During the procedure after the stent was released, the push catheter and guide wire were removed and the stent was pushed back slightly towards the duodenum side. The procedure was completed without any issues. On (B)(6) 2013, the patient complained of abdominal pain after taking supper. A CT scan was performed and found out that the advanix stent migrated to the distal of papilla side and penetrated through the duodenum. The next day an operation was performed; the stent was removed and the perforated segment was sutured. At the same time, an ercp was done and an endoscopic pancreatic drainage (enpd) was deployed to prevent pancreatic fluid from leaking into the peritoneum. It was reported the patient¿s crp was high after the perforation so the patient was taken to the intensive care unit (ICU) for monitoring. According to the physician, the patient is not under dangerous conditions and is becoming better. Additional information was reported that according to the physician, this distal area of the advanix stent got caught in the previously implanted, occluded non-bsc metal stent.